Event description:
A non-sterile bag decanter was added to this kit as a sub item in place of the sterile version. The kit is not sterilized prior to distribution, so the kit contents are required to be sterile prior to adding to the kit. The bag decanter is required to be sterile for use, but was added to the kit and was distributed to the direct account as non-sterile.